Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on an unknown date, post-op, the product broke. Fragment of the broken product remained in the patient. Patient complications were reported as unknown. Explant of the product is planned.

Event description:
Procedure/type of surgery: lumbosacral fusion, implant levels: l4-ilium patient outcome: no disorders at the moment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.